Event description:
A malfunction alarm, specifically alarm 20, was reported during use of the pump, as verified in the pump history. There was no reported impact on the customer's blood glucose level. The customer opted for pump replacement under warranty but did not disclose the type of backup therapy for insulin delivery. Technical support confirmed customer details for shipping and provided instructions for returning the faulty pump.